Event description:
The graft was placed as axillo-profunda bypass in a female patient. Approximately three weeks postoperatively, the patient was readmitted to the hospital with swelling in the groin. Exploratory surgery revealed a graft tear at the proximal anastomosis. The patient reportedly turned over in bed and the graft tore. The graft was removed and discarded. According to the operating room nurse, this event may be technique related, as the surgeon appears to rushed.